Event description:
It was reported that part of the black plastic surrounding the tip of the wand flaked off into the joint. The flake was unable to be actively retrieved though the joint was flushed aggressively throughout the case. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the electrodes are bent with a significant amount of scuff and scratch marks on the spacer. The insulation ¿black shrink tube¿ on the shaft has been partially peeled off with a significant amount of scratch marks on the exposed shaft. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible controller and activated in saline solution at the default and max settings and plasma was observed as intended. The suction line was tested and performed as intended. The complaint was verified and the root cause could not be determined since there are several factors that could contribute to the black shrink tube ¿black plastic¿ being damaged such as: (1) ensure that the shaft does not come into abrupt contact with another metal object or bony surface as it can cause the insulation to scratch and peel or (2) ensure that the device is not mechanically displacing tissue as it can cause the insulation to peel back and become damaged. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.